Event description:
It was reported that during a supply change, the ilet device bypassed the rewind step and proceeded directly to fill tubing, after which the screen became unresponsive; the user restarted the device via the ilet app and then successfully completed the rewind and supply change, resuming insulin delivery without further assistance. Symptoms included no reported adverse clinical effects. Outcomes included uninterrupted continuation of therapy after restart, with no alerts or alarms and no hospitalization. Investigation included guided troubleshooting and user education to perform a device restart through the app. Investigation of this case revealed a transient user interface freeze consistent with a screen unresponsive event that resolved after reboot, with no persistent hardware fault observed. It was concluded, based on previously established findings for similar reports, that the cause was a transient device software or user interface anomaly that was corrected by restart.

Manufacturer narrative:
Initial.